Event description:
It was reported that impedances >40000 ohms were measured on the patient's implantable neurostimulator (ins) following a battery replacement on (B)(6) 2012. After replacement, impedances on all electrode pairs on the right channel measured >40000 ohms. An open circuit was suspected and revision surgery was performed on (B)(6) 2012. During revision, the impedances of the lead were within normal ranges. The right extension was replaced and a new one was connected to the existing lead, but high impedances were still measured. Switching the tails of the extension and plugging into the opposite connector port of the ins did not resolve the issue. The ins was then replaced, after which normal impedance values were measured throughout the system. The patient outcome was reported as recovered without sequelae and receiving effective therapy.

Manufacturer narrative:
Analysis of neurostimulator model 37612, serial # (B)(4) showed good stable output on electrode pairs as received. The lead configuration in the ins was programmed 2x4 with electrodes 0-3 and 4-7. The correct configuration was 2x4 with electrodes 0-3 and 8-11. The ins was programmed to the latter configuration and all impedances tested were within normal range.

Manufacturer narrative:
Lead model: 3387s-40, lot #: v014191, implanted: (B)(6) 2006, explanted: na; lead model: 3387s-40, lot #: v014191, implanted: (B)(6) 2006, explanted: na; extension model: 37085-60, serial #: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012; programmer model: 37642, serial #: (B)(4); recharger model: 37651, serial #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.